Event description:
During the surgical procedure, the surgeon requested that the anesthesiologist tilt the table. They unlocked the foot section and the table flipped due to the safety lock was not engaged. The anesthesiologist stated that they did not check the table before starting the case.

Manufacturer narrative:
(B)(6). The device was evaluated and found to fully operate. It was determined that due to a failure to follow instructions and to ensure the device was set-up before use.